Manufacturer narrative:
A medtronic representative went to site to test the system. Representative reported that a loose wire was found on the on/off switch. Tightening the connection resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure, imaging system would reboot when moved and would reboot randomly. Site mentioned that the system rebooted itself without any prompt from user when the system was in hallway. Site used c-arm to complete the procedure. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that the issue occurred prior to the patient being transferred into the operating room (or).